Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 353 mg/dl, 159 mg/dl, and 162 mg/dl. Customer felt fine. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.